Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2013 and a drain was inserted. When drain was removed, it snapped. The patient returned to surgery on (B)(6) 2013 to have the remainder of the drain removed. Additional information was requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4).

Manufacturer narrative:
(B)(4) - it was reported that upon further investigation, the patient did not have an ethicon drain used during the procedure. It is reported that it was a competitors product used. Therefore, this is not an ethicon complaint.